Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a preparation for use of the subject device, the fan of the subject device was broken. The user completed the procedure with the subject device. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed, the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the following: the fan is designed to increase the fan speed in order to increase the cooling effect when the temperature inside the device becomes high, resulting in a loud sound. Olympus china confirmed, that the subject device functioned properly. It was considered that the inside temperature of the subject device had been increased, due to the long time activation or dusty environment. The fan had generated the loud sound. Consequently, the user had assumed that the fan had failed. If additional information becomes available, this report will be supplemented.